Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal part of left anterior descending. A 6mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 8 atm for approximately 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.